Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got a failed battery test. Customer's blood glucose level was 411 mg/dl at the time of incident. The customer's current blood glucose was 364 mg/dl. Customer treated with insulin pump and manual injection. Customer also stated that they got a a21 and a17 alarm when the customer changed the battery. Customer got a multiple error. Troubleshooting was performed for multiple error. The product will not return for the analysis.